Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient receiving intrathecal baclofen (unknown concentration and dose) via an implantable pump for intractable spasticity. It was reported that the patient heard the pump alarm on friday ((B)(6) 2024), and it was confirmed that it had stalled and recovered an hour later. The rep stated that the patient had magnetic resonance imaging (MRI) and there was no known reason for the motor stall. The rep stated that she was notified that this had also happened a month after the implant while the patient was asleep. Ts reviewed possible reasons for motor stalls and sent compatibility guidelines on magnets. Additional information received from a health care provider (hcp) via a manufacturer representative (rep) indicated that the motor stall did not happen while the patient was asleep nor did it happen during or after an MRI. The rep indicated that the situation was ongoing. The patient was seen in the clinic earlier this week with no additional motor stalls reported or reviewed. Regarding the motor stall and recovery on (B)(6) 2024, the rep indicated that the patient's weight was unknown. No patient symptoms, diagnostics/troubleshooting, or actions/interventions were known. The rep also indicated that the event resolved. Regarding the other motor stall and recovery that occurred a month after implant, the rep stated that both a pump alarm and motor stall and recovery were seen. The cause was unknown for both the pump alarm and the motor stall and recovery. The patient was reported to not have had an MRI before the pump alarm/motor stall recovery. No patient symptoms were reported. No diagnostics/troubleshooting or actions/interventions were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.